Event description:
It was reported that a t handle broke while shaving an endplate with a shaver. There was a surgical delay of about 1 minute to acquire another handle and load the shaver. It was reported that there were no adverse consequences to the patient and the surgery was completed successfully.

Manufacturer narrative:
Method: device history review; complaint history review; device inspection. Results: visual inspection of the returned instrument confirmed the device to be a reliance t handle. A manufacturing record review was performed and the manufacturing issues identified were not relevant to the reported event. The returned device was visually and functionally inspected and no visible anomalies were identified. Therefore, no issue was detected with this device. Conclusion: no issues were found with the returned reliance t-handle and therefore the likely cause of the reported event is user related.

Event description:
It was reported that a t handle broke while shaving an endplate with a shaver. There was a surgical delay of about 1 minute to acquire another handle and load the shaver. It was reported that there were no adverse consequences to the patient and the surgery was completed successfully.